Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post op check, a kink was observed in the atrial lead. The lead's distal tip appeared to have curled in upon itself as well. All electrical values were normal. The system was explanted on (B)(6) 2015 for unrelated reasons.